Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a physician from portugal of peritonitis recurrence in a patient coincident with extraneal viaflex therapy. On (B)(6) 2011, the patient began treatment with extraneal viaflex daily (dose not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient had abdominal pain with cloudy effluent and went to the hospital; peritonitis was diagnosed. The patient was not hospitalized for the event. On the same day, the patient suspended extraneal therapy after the diagnosis of peritonitis was made. On an unknown date, the patient began remedial treatment with unspecified antibiotics for the peritonitis. The event of peritonitis recurrence was considered medically significant. On (B)(6) 2011, the physician reported that the patient was currently being treated with extraneal for automated peritoneal dialysis (apd). The patient was recovering from the event and had already lost one kg, so the patient's ultrafiltration capability was "ok." On an unreported date in 2011, extraneal therapy was discontinued. Concomitant medications were not reported. The physician did not provide an opinion of causality for the event of peritonitis recurrence.